Manufacturer narrative:
(B)(4). This complaint for the se 2240 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During baxter's review of the event history for another report, it was discovered that a battery depleted set alarm occurred during infusion which interrupted delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.08.92, categorized as remediated.

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice display during dwell 3 of 3. The home patient (hp) was connected. The technical service representative (tsr) explained the alarm to the hp and assisted to clear the alarm. The hp would finish with manual supplies. No obvious cause of alarm was identified. The hp would call nurse regarding the air detect alarm and being connected. During a follow up with the hp's caregiver (cg) regarding the alarm, it was revealed that the issue was resolved, but the cause of the alarm was still unknown. Per cg, there were no loose connections, disconnections or defects on the supplies. Per cg, the hp did not have any injury or harm as a result of this incident. The cg stated that the hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.